Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage at quick release part of with an infusion set on 16-jul-2024. Infusion set was used for 4 days. No further information was available.